Event description:
A hosp reported to our distributor that the stem in the middle of the water trap of a rt125 infant breathing circuit was too short for use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The actual device was visually examined. The stem length was measured. Results: the stem of the water trap was short. The rounded nature of the short stem strongly suggests that this is a moulding fault during the manufacturing process. Our records indicate that no other complaints of this nature have been received for this lot number. Conclusions: the short stem will prevent the water trap from opening and allowing condensate to drain out of the expiratory limb. This is an unusual event. The device was out of specification. This issue will be brought to the attention of the water trap supplier. This fault is rare with a very low occurrence rate. This is only the second complaint for this type of fault since march 2006 (MFR date ). We will continue to monitor all complaints for this type of fault. No further investigation will be conducted on this complaint.